Event description:
The customer reported a burning smell coming from the unit. No injuries were reported.

Manufacturer narrative:
The ge service rep found the problem was intermittent, no smell was detected. The system displayed error code 4736 and found table on/off switch on back of tower in on position. He rebooted the system and verified the unit boot up was error free. The rep performed functional checks, system is operating as intended.